Event description:
During the implantation procedure, it was reported that the ventricular setscrew on this pacemaker would not tighten down. Therefore, the pacemaker was not implanted.

Manufacturer narrative:
Ventricular setscrew on this device would not tighten down during the implant procedure. The analysis from the manufacturer is pending.